Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position). Per the reporter. The platform is usually stored in the soft case inside the cabinet door of the ambulance and the platform is checked daily. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn b)(6) displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. The root cause of the fault 16 message was the defective load cells. The cracked enclosures and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in january 2017 and is almost 6 years old. The platform has exceeded its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed the cracked front and bottom enclosures, unrelated to the reported complaint. The observed physical damages could be the characteristic of harsh impacts due to user mishandling. The damaged front and bottom enclosures were replaced to address the observed issue. A review of the archive data showed multiple fault 16 error messages, thus confirming the reported complaint. The system did not detect the take-up position more than 5 seconds after the take-up started (the take-up position is considered achieved when the load plate senses an additional 6 lbs. Of load from the beginning of take-up). The autopulse platform failed functional testing due to the fault 16 error message displayed upon powering up the platform, thus confirming the reported complaint. Both load cell modules were replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).